Event description:
It was reported that the patient complained of hurting on their left side while lying on their right side. The patient complained expressed thinking that something was wrong with the pacemaker. Follow up was not able to obtain any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.